Manufacturer narrative:
An event regarding infection involving a triathlon ps insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional and functional inspections were not performed as the product was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other events for the reported lot or sterile lot. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; pre- and post-operative x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. (B)(6) reports patient had a total knee done (B)(6) 2008 and is now infected. Dr. (B)(6) planned to remove the insert wash out the knee and implant a new insert. This surgery was performed without incidence and the new appropriate size insert was reimplanted.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# sjahc. Triathlon asym patella a35x10; cat# 5551l350; lot# lay484. Triathlon ps fem component, cemented; cat# 5515-f-602; lot# wwyr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dr. (B)(6) reports patient had a total knee done (B)(6) 2008 and is now infected. Dr. (B)(6) planned to remove the insert wash out the knee and implant a new insert. This surgery was performed without incidence and the new appropriate size insert was reimplanted.